Manufacturer narrative:
One radiographic image was provided for review. It shows a short, linear metallic density in an area presumed to be a distal branch of the right mca, visually consistent with the fragment described in the reported event. The investigation found the eric returned with the distal coil missing, which is consistent with the alleged product issue. The monofilament was still attached but broken at the distal end, and the distal laser weld appeared intact. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the broken distal coil and monofilament, but the damage is consistent with the device experiencing forces exceeding its tensile strength. The distal coil likely broke while the device was being cleaned after the first pass; however, it remained attached via the monofilament, which subsequently broke during the second pass. The catheters used in the procedure were not returned, so the investigation could not determine if they had caused or contributed to the reported event. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
No new information was received.

Event description:
As reported, a patient was being treated for an acute stroke. The eric device was prepped in usual fashion and tracked through the microcatheter to the location of the clot. A 6f sofia 131 was used in conjunction for aspiration and delivery. Device was used for one pass, then removed and cleaned on the back table. When reintroduced into the patient for a second pass it was alleged by the physician, that under fluoro, the radiopaque lead wire tip was missing from the eric device. The eric device, microcatheter, and sofia were removed from the patient without incident. It was then confirmed under fluoro that the tip was not in the patient. It also was not located in the microcatheter or in the sofia. A new eric 6 device was opened and used two times in the patient. This second device successfully removed the clot after 2 passes. Case was completed without further incident. The sales rep was not present at the case. It was later reported the following day, it was alleged that the missing lead wire tip from the eric 6 device was visualized on a head CT within an intracranial vessel and in the same territory as the patient¿s original acute stroke. The physician reported that the physician believes it to be the tantalum wind from around the distal tip of the eric, as the damaged device that was removed still has a distal lead wire intact. The patient¿s neurological status remains unchanged at this point and that the patient has no injury and is at baseline neuro status.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation; however, it has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. An image was received for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.